Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a negative architect i2000sr bhcg result of <1.20 iu/l in 2007 for a patient that tested positive using vidas bhcg method. The patient also previously tested positive using the vidas method. The patient was retested in the next day, and the architect i2000sr bhcg result was positive at 1,382.18 iu/l. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list 7k78, that has a similar product distributed in the us, list number 6c21. In response to this issue, an investigation was performed on the architect total b-hcg reagent kit, list number 7k78-20, lot number 52917jn00. Customer release testing reviewed. Architect total b-hcg reagent kit, list number 7k78-20, lot number 52917jn00 was released within specifications. The performance of reagent 7k78-20 was investigated further by completing a review of manufacturing and testing records. No issues were identified during the manufacture and testing of this lot. A tracking and trending review was performed for the time period of july 5, 2007 to october 5, 2007. No adverse trends for performance issues related to architect total b-hcg were identified. The customer's aberrant results could not be confirmed as the patient sample was unavailable to perform additional testing. The instrument was fully checked by a field service engineer and found to be performing within specifications except for an issue with a valve on the trigger/pre-trigger manifold. However, it is unlikely that this issue contributed to the aberrant results. Based upon the investigation and the review of information available, the customer's observation could not be confirmed. No deficiency was identified. The architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.